Event description:
It was reported that during a device change out, an insulation break was noted on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was confirmed in the laboratory. Analysis found abrasions at 12.5cm and between 21.3cm and 24 cm from the connector pin due to friciton with the ICD can. The abrasions between 21.3cm and 24cm from the connector pin revealed that one of the rv cable's etfe coating was abraded and the other rv cable was fractured.